Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading the cartridge with 400 units of insulin. The customer's blood glucose (bg) was 384 mg/dl. Insulin injections were used to address the bg level and would be used to manage diabetes.